Manufacturer narrative:
Study event. There was no xact stent malfunction reported. Hypotension, bradycardia, intracranial hemorrhage and death are known possible adverse events associated with the use of device as stated in xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: death. Time of symptoms/ae: 14 days after the procedure. It was reported that during a right internal carotid artery stenting procedure, during pre-stent ballooning, with a non-abbott device, the patient became hypotensive and bradycardic. The bradycardia resolved after treatment with atropine, neosynephrine and dopamine; however, two days post-procedure, the patient had recurrent episodes of bradycardia with frequent pauses and atrial fibrillation. Although a temporary pacemaker was recommended, it was not implanted after the family requested 'do not resuscitate' status due to the patient's history of advanced dementia. No further bradycardia or hypotension was documented. Four days post-procedure, in 2009, the patient was discharged to a nursing home under the care of hospice. The following month, 14 days after the procedure, the patient died after a fall which resulted in a subarachnoid / intracranial hemorrhage. Reportedly, the death was from the fall and not related to the carotid stenting procedure. Although requested, there was no additional information provided.